Event description:
Per the clinic, open circuits were noted on all electrodes. The device was then explanted on (B)(6) 2023, and the patient has been reimplanted with another cochlear device durign the same surgery. This report is submitted on (B)(6) 2023.